Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced chronic severe pain, chronic infections, constant lower urinary tract obstruction and urinary retention, constant pulling sensations across pelvic area, foul odor coming from vagina, increased stress urinary incontinence, repetitive vaginal infections and obstruction of the bladder neck. She had revisionary surgery on (B)(6), 2010 and explant surgery (B)(6), 2010. All other information, including the patient's current condition, is unknown and reportedly unavailable.